Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose reading of 398 mg/dl and attempted to correct the high by entering a meal announcement instead of following recommended correction guidance, which constitutes an improper method and a user-interface related use error. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, associated with interaction through the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.